Event description:
After treatment with juvederm ultra, the pt was diagnosed with a hypersensitivity reaction with necrosis. The pt presented with erythema at all injection sites (forehead transverse lines and glabellar). These symptoms led to necrosis which crusted and sloughed leaving two indentations. The pt is treating with a topical steroidal cream. An additional event noted during treatment with juvederm ultra the needle disengaged and product was lost. No pt injury due to needle disengagement.

Manufacturer narrative:
The documentary research in the batch files shows that no element could explain this reaction: all the mfg steps and all the physicochemical and microbiological results (endotoxins, bioburden, sterility test, sterilization cycle) are registered as conforming to the specs.